Manufacturer narrative:
The complaint report stated that the balloon catheter was found kinked at the top it was removed from the packaging. No packaging damage was noted. It was later clarified that when the physician opened the package, he found the balloon was nearly broken and when he put it back in the package, the balloon catheter completely separated into 2 pieces. The product was not used and no patient injury occurred. One non-sterile 2.5/15mm firestar ptca balloon catheter was returned for analysis. The unit was received separated in two sections. The point of rupture was located 27cm from the distal end, just below the hypo seal. No other anomalies or damages were observed on the unit. The unit was inspected under a microscope; the edges of the transition tube at the rupture point were ragged and elongated. The edges of the hypotube section at the rupture point showed no damages. The hypo seal was found complete and without damages. During sem analysis, the shaft presented evidence of tearing and elongations in both the distal and proximal fracture surfaces; these characteristics suggest that pulling until failure could be the cause of the separation. Cutting was discarded as the root cause since the fracture sites did not present characteristics typical of this failure mode. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Shaft fracture/separation was confirmed on the returned unit; however, there are no indications that this is related to the manufacturing process. Although the root cause could not be conclusively determined, it appears that the unit was pulled to failure. Controls are in place to prevent damaged units from leaving the facility. No actions will be taken at this time.

Event description:
When the physician opened the package, he found the balloon was nearly broken. When he put it back to the package, the balloon broke and was completely separated into two pieces. The packaging was intact before it was opened.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.